Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter became stuck in the guiding catheter. The entire system was removed without incident. No patient injury or complications occured.